Event description:
The device was used during a laparoscopic cholecystectomy procedure. The safety shield would not retract to penetrate tissue. No pt injury reported. The surgeon used another device.

Manufacturer narrative:
12/16/96 - supplemental report #1 submitted to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.